Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2022 during a pacemaker installation procedure when it was reported ¿surgeon did not let the skin preparation solution dry long enough and proceeded to drape the surgical site even with the nursing staff advising him otherwise. Patient was wearing an oxygen mask. The procedure being located in the upper chest area (pacemaker), as soon as the electrosurgical pencil was activated, the draping caught on fire and travelled up to the oxygen mask.¿ it was also reported that the patient suffered 1st and 2nd degree burns in the chest and face area and had to be transferred to the ICU. He did not suffer any respiratory system injury. He is now back home. All the nursing staff present mentioned that the issue was not the electrosurgical pencil but was really the skin prep solution that wasn't dry enough to proceed. There was over 30-minute delay in the procedure. Further assessment found that the patient¿s stay was extended for an unknown amount of time. Any medical intervention required for the patient is unknown. The reporter was unsure if it was the 60-7610-001, goldvac slim,push button,10ft or the plpul2020 which was used in the event. As the exact conmed pencil used in this event is unknown, the plpul2020 was chosen to stand in as the reporting device. This report is being raised on the basis of injury due to patient burn.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history review could not be completed since a lot number was not provided. (B)(4). Per IFU, do not use electrosurgery in the presence of flammable anesthetics or other flammable gases, fluids, or objects, or in the presence of oxidizing agents, as fire may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2022 during a pacemaker installation procedure when it was reported ¿surgeon did not let the skin preparation solution dry long enough and proceeded to drape the surgical site even with the nursing staff advising him otherwise. Patient was wearing an oxygen mask. The procedure being located in the upper chest area (pacemaker), as soon as the electrosurgical pencil was activated, the draping caught on fire and travelled up to the oxygen mask.¿ it was also reported that the patient suffered 1st and 2nd degree burns in the chest and face area and had to be transferred to the ICU. He did not suffer any respiratory system injury. He is now back home. All the nursing staff present mentioned that the issue was not the electrosurgical pencil but was really the skin prep solution that wasn't dry enough to proceed. There was over 30-minute delay in the procedure. Further assessment found that the patient¿s stay was extended for an unknown amount of time. Any medical intervention required for the patient is unknown. The reporter was unsure if it was the 60-7610-001, goldvac slim,push button,10ft or the plpul2020 which was used in the event. As the exact conmed pencil used in this event is unknown, the plpul2020 was chosen to stand in as the reporting device. This report is being raised on the basis of injury due to patient burn.